Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial MDR. D4: primary UDI number - correction . G3: date received by manufacturer - additional. H2: additional information/correction . H10: corrected data.

Event description:
Subsequent to initial MDR, a correction is required.